Manufacturer narrative:
The complaint of no flow/ can't prime / difficult to prime on item 011-cl3954 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Additional contact: (B)(6).

Event description:
The incident involved a 46 cm (18") pur transfer set w/chemolock¿ additive port, check valve w/luer lock, filter cap on an unspecified date. The reporter stated that there was a possible incompatibility of chemolock and nab-paclitaxel drug (pazenir). The problem is that the pumps become clogged when they administer nab-paclitaxel drugs when using chemolock for the infusion. The customer also checked with another hospital using phaseal and they do not have such a problem. Per the customer, one possibility might be that the silicon oil in chemolock might react with the drug and form protein fibers. The was unknown patient involvement and no patient harm was reported.